Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated at 510mg/dl, after being released from the hospital. The customer treated elevated bgs by administering a correction bolus, and the issue resolved.

Manufacturer narrative:
.